Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) inspected the unit and evaluated the video board and associated signal cables connected to the monitor. The fse cleaned the connectors of the signal cables as well as the connections to the video receiver board. Following this maintenance, the screen flickering ceased, and normal display functionality was restored. It was noted that if the issue reoccurs, replacement of the video receiver pcb and the video receiver to lcd cablemay be required. The unit was confirmed to be operating normally.

Event description:
It was reported by customer during routine check that the cs100 intra aortic balloon pump (iabp) screen flickers when the device is turned on. No patient involved.